Manufacturer narrative:
Product event summary: the mapping catheter 2ach20 with lot number 11197746 was returned and analyzed. Visual inspection of the mapping catheter showed a kinked shaft at 9.5 inches from the connector. The catheter was connected to the diagnostic computer and channel pairs 2-3 and 3-4 were displaying noise. By dissecting the electrodes in the loop section and by opening the connector, all connections were good. Therefore, the kink on the shaft could have cause the noise observed. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.